Event description:
It was reported that during a vt ablation procedure the dependent patient went into cardiac arrest and deceased. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.